Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the stimulation was not controlling the pt's urinary issues. It was further reported by the pt's physician that impedances were greater than 4000 ohms in 2 of the electrodes. The physician confirmed the lack of therapeutic effect as well as the lack of stimulation. The event was attributed to the lead. The lead was replaced. There were no injuries.